Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested the device displayed a backup battery failure message and the internal battery was not charging. The control printed circuit board was replaced and both batteries charged normally. The reported event was duplicated.

Event description:
It was reported that the ventilator had a battery problem. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.